Event description:
On february 21, 2006, before the scheduled implantation procedure, this device was interrogated and a warning was displayed regarding a >40 second charge time. Therefore, the device was not used or opened; the device was returned in the original sterilc package. This device was returned for evaluation of the warning message. Because the analysis states there was a device failure. Ela is now submitting an MDR.

Manufacturer narrative:
The reported behavior was reproduced on the returned unit: charging tests failed. Electrical tests revealed that the device could not enter in rapid charge mode because a dedicated signal was disturbed. Individual electric tests of the modules passed. In depth visual inspection of the returned ICD identified a microscopic crack on the interconnection circuit between low voltage hybrid microcircuit and high voltage microcircuit (see the photo at right), which explains the long charging time because the signal is not well conducted through the track.